Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6)2015 due to a diabetic ketoacidosis. His blood glucose level was 782 mg/dl. The customer went to school nauseous and vomited. When they checked his blood glucose level, he was sent to the hospital. The customer was on insulin drip to bring his blood glucose level down. The insulin pump was taken off at school before the customer was seen in the emergency room. This was the second time his insulin pump caused a hospitalization. The insulin pump alarmed no delivery three times prior to being admitted to the hospital. The high pressure test passed. The device was not returned.